Manufacturer narrative:
On july 8, 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the patient's date of birth and patient identifier were also provided and have been populated accordingly.

Manufacturer narrative:
On august 1, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 375cc breast implant was found to have an area of missing material on the posterior view, measuring 3.5 cm x 4.0 cm. Microscopic examination was performed on the edges of the missing material, no parallel striations were found in an area of the rupture. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
On january 3, 2024, mentor received additional information indicating that the suspect medical devices were actually implanted for breast augmentation revision. In addition, the correct manufacturing site was also added. Section g. Manufacturing site name was updated.

Manufacturer narrative:
An analysis of the suspect medical device¿s photo was completed. Investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed with a hole on surface. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation with two 375cc mentor smooth round moderate profile saline breast prostheses. Post-operatively, the patient was diagnosed, via ultrasound, with bilateral breast implant deflations. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2023. This medwatch form is for the left breast prosthesis.